Event description:
On (B)(6) 2015, the patient underwent surgical intervention related to their ipg. The ipg was reported under MFR. Report#: 1627487-2015-10212. During the procedure, the lead was not functioning properly due to invalid impedance. As a result, the patient will undergo surgical intervention on a later date.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up revealed the patient's lead was explanted and replaced (with a different model). Surgical intervention resolved the patient's issue.